Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient underwent mesh implantation in order to treat stress urinary incontinence, uterine prolapse, chronic pelvic pain, dysmenorrheal, and dysfunctional uterine bleeding. The patient underwent the concurrent procedures of a total vaginal hysterectomy and cystoscopy during mesh implantation. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, inflammation, dyspareunia, inability to sit and vaginal scarring. It was reported that the patient underwent removal of mesh and had her left ovary removed on (B)(6) 2010 due to pelvic pain, dyspareunia, scarring and lysis of adhesions. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 07/19/2016.